Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that patient had discomfort at ins site. Pocket revision took place to resolve issue. Issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.